Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient's first implantable neurostimulator was taken out and it was "shattered" when it was taken out in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.